Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that during follow up no telemetry was observed with use of two programmers and different rooms. The patient also received notifier alerts for low battery voltage. Device was explanted and patient recovered from the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.